Event description:
The customer was placing this 45mm needle into a patient. Through the proximal tibia and it was the only site they tried but the needle and hub separate and they could no longer use either part. Patient death occurred; not contributory.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned three photos for evaluation; reference pic1-tc# 20040398 sf046071, pic2-tc# 20040398 sf046071, and pic3-tc# 20040398 sf046071 for customer supplied photos. Visual inspection of the photos confirmed the needle stylet had become separated from its hub. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The instructions for use (IFU) provided with this kit (8082 rev. 02) instructs the user, "do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Stabilize needle set hub, disconnect driver, and remove stylet." The certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 11/2020 and is approximately 1 year old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. The complaint of a broken needle hub was confirmed by visual inspection of the customer supplied photos. The photos revealed the needle stylet had become separated from its hub. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer was placing this 45mm needle into a patient. Through the proximal tibia and it was the only site they tried but the needle and hub separate and they could no longer use either part. Patient death occurred; not contributory.